Manufacturer narrative:
Smith & nephew received the above reported complaint for an adverse event. No samples, pictures or lot number information were provided for evaluation. The renasys system provides blockage detection if there is a blockage to air flow suctioned into the pump from system connections that include at least a canister and the wound dressing. The pump by itself alarms to blockage/canister full if in the range of 0.0 l/min-0.05 l/min for which the pump motor operation drives the alarm electronically. The pump operates normally for leak rates up to a range of 2.5 -3.5 l/min but is designed to alarm for excessive leak if triggered by pressure differentials between pressure selector setting and the sustained pressure measured on gauge, reacting as an indication that the desired sustained pressure is not stable due to a leak. In summary, the pump in system connection will be sensitive to leak rates below 0.05 l/min and to instability in pressure held for system when negative pressure cannot be sustained within 25mmhg of setting. A possible root cause is that in the normal operation of the soft port, dressing absorbed exudates that slowed down the transport of freshly pulled exudates in system. In that circumstance, the pump maintained negative pressure and canister was receiving a smaller volume due to partial occlusion in soft port. This issue has been confirmed. Car (B)(4) has been initiated to further investigate the root causes for failures of this type, and drive any potential corrective actions. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.

Event description:
Failure to alarm: dressing was lifted with significant breach in seal with significant amount of drainage with no alarm. Canister was not full. Pump never alarmed even after being off the pt for 30 mins.